Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in patient¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-04919/04920).

Event description:
It was reported that patient underwent left hip arthroplasty on (B)(6) 2005. Subsequently, the patient alleges elevated metal ion levels. No revision procedure has been scheduled. Patient alleges elevated metal ion levels are due to the competitor hip which was implanted into the patient¿s right hip on an unknown date. No further information has been provided to date.